Event description:
The information provided to sjm indicated an angio-seal vip was selected for use and deployed. Several days later, the patient reported a loss of feeling in right leg with pain. The patient was admitted and started on heparin, plavix, pletal, and norvasc, but the right foot remained cold and no pulse was present. A non-invasive vascular study revealed total occlusion of flow in the right popliteal artery. Surgical intervention was required to remove the blockage behind the patient's knee. The patient is stable.